Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. The log shows "defib state: charge failure" and "defib state: failure" messages occurred. This indicated that the device was unable to charge the capacitor to the target voltage within 25 seconds. The event battery was not returned as part of the investigation. The x series operator's guide (pn: 9650-002355-01) (rev: g) instructs the user to "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable" to ensure peak battery performance. The device was put through extensive functional testing including defib cycle testing using a known good battery without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.